Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping or scrolling during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked belt clip slot, cracked case at reservoir tube window corner, cracked reservoir tube window and shifted end cap sticker. (B)(4).

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The customer stated the numbers on the insulin pump scrolled from 0 to 500. Customer's blood glucose was 200 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.